Event description:
It was reported that the atrial lead dislodged and multiple attempts to reposition the lead were not possible. The lead was removed and it was noted that the helix was full of tissue. The lead was replaced. No patient complications have reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched. It was noted that the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.